Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
In 2014, a patient underwent a port placement procedure using the groshong titanium port s/l. On (B)(6) 2025, breakage occurred in the intravascular pac catheter. The catheter was removed. There was no reported patient injury.

Event description:
In 2014, a patient underwent a port placement procedure using the groshong titanium port s/l. On (B)(6) 2025, breakage occurred in the intravascular pac catheter. The catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one groshong catheter segment was return for sample evaluations. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A complete compound break was noted on the proximal end of the catheter segment. The edges of complete break were noted to be jagged, and the surface was noted to be granular in one region and round/smooth in the other region. Therefore, the investigation is confirmed for reported fracture identified material separation, wear and deformation issue. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h4, h6 (device, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.